Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, occlusion accuracy test and displacement test. No delivery anomaly noted during testing. Insulin functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 375 mg/dl. Customer stated that the insulin pump may had been under delivering or not delivering insulin at all. The insulin will be returned for the analysis.